Event description:
Rptr initially had breast implants for cosmetic reasons. She has had two breast surgeries, beginning with the first implant surgery. Calcium deposits occurred bilaterally. Rptr claims to have been diagnosed with the following after implantation: chronic infections, interstitial cystitis, low blood pressure, carpal tunnel syndrome, anxiety and/or depression, balance disturbances/vertigo/dizziness, fainting, pain and/or burning sensation, chronic pain, chronic discoloration (red or blue), heat or cold sensitive, raynaud's disease, chronic diarrhea and/or constipation, irritable bowel syndrome, vomiting - weight loss of 25 lbs, frequent migraines / severe headaches. Hypersensitivity or allergies to: chemicals, molds, dust or pollen. Connective tissue disease, inflammation, swelling, pain / arthralgia, rheumatoid arthritis, persistent joint stiffness, morning stiffness. Muscle pain and burning, fibromyalgia, numerous freckles, open sores on hands, chronic insomnia, chronic fatigue syndrome, clumsiness/drop things, peridontal disease and tooth loss (7 teeth in 1 yr).